Manufacturer narrative:
If sample is returned, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states: prior to use a customer confirmed the evacuation failure. Customer confirmed no pt involvement. Covidien is attempting to gather further details related to this report.